Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was likely a result of insufficient reprocessing. The device was not reprocessed at the customer site before being sent in. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.